Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance and set off a lead warning. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was intermittently oversensing and had an apparent lead fracture. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high impedance and set off a lead warning. The lead remains in use. No patient complications have been reported as a result of this event.